Manufacturer narrative:
On 03/01/2018, mentor received additional information about the initial reporter. On 03/02/2018, the mentor failure analysis lab received the device for evaluation. The analysis has begun, but is not complete at this time. When the investigational analysis has been completed, a supplemental report will be submitted. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. The device history record (DHR) was reviewed, and no anomalies were found related to this complaint. In addition, the DHR review verifies that the device was manufactured in accordance with documented specification and procedures. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a (B)(6) female patient underwent a primary breast augmentation procedure with a mentor memorygel breast implant 225cc gel breast prosthesis that ruptured after implantation. As a result, the patient underwent explantation and replacement with a mentor gel breast prosthesis on (B)(6) 2018.

Manufacturer narrative:
On 04/12/2018, mentor received additional information about the event. The date of event was originally reported as (B)(6) 2017. New information states that the date of event is (B)(6) 2018. Patient age at the time of event was originally reported as (B)(6) years old. New information states that the patient age at the time of event is (B)(6) years old. On 04/23/2018, mentor completed the analysis on the suspect medical device. Upon receipt by mentor, the device contained gel with clear appearance. No foreign material was observed within the device. Gel was observed on the shell surface. The product evaluation (pe) team¿s visual examination of the device revealed a line of shell wear observed on the posterior aspect extending to the anterior, suggesting in-vivo folding or creasing of the device. A rent measuring 1.5 cm was discovered at the end of the shell wear on the posterior aspect. No other anomalies were found. Mentor performs 100% inspection and testing of all devices prior to release; pe concluded that the rent and shell wear occurred sometime subsequent to the removal of the device from its protective packaging. The complaint was confirmed since a rent was found on the device. However, at this point it is not possible to determine the root cause of such damage. There is no evidence that the issue is related with manufacturing. Rupture is a known complication associated with these devices and is referenced in our product insert data sheet; however, complaint trends for mentor devices will continue to be monitored by quality assurance. Manufacturer¿s reference number: (B)(4).